Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure to remove this device due to fluid leak caused by a hole. All components were removed and replaced with a malleable device. There were no patient complications reported.